Event description:
It was reported that an error code b30 (scope communication error) occurred when the light source was used with the olympus 185 or 190 series scopes, causing a noisy image. The issue occurred at an unspecified time and date. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. Based on the results of the investigation: phenomenon (b30): it was not reproduced at the inspection of the repair dept, and from this, could not presume. Phenomenon (e216): olympus presume that due to failure of the output connector, communication abnormality with the endoscope occurs, and the image drops out and e216 is displayed. Olympus will continue to monitor field performance for this device.